Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: patient's left hip revised due to a fall and periprosthetic fracture. An accolade ii stem, biolox head, and adm/ mdm poly insert were revised to a restoration modular stem, another biolox head, and another adm/ mdm poly insert. Spoke to rep. Rep confirmed: femoral fracture, no allegations against the revised head or poly, and no further information will be released by the hospital or surgeon.